Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several days post implant, the right ventricular (rv) lead had high thresholds. A few days later, the cardiac r esynchronization therapy defibrillator (crt-d) detected episodes as ventricular tachycardia (vt) and the clinic reported that the episodes were supra ventricular tachycardia (svt). It was further reported that the rv lead triggered an out of range (oor) alert for low pacing impedance. The patient had chronically low rv pacing impedance since implant which dipped below the low impedance threshold. The crt-d and rv lead remains in use. No patient complications have been reported as a result of this event.